Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the microscope needs to be tightened. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system, confirmed, and replicated the reported event. The company service representative found the bolt that connects the yoke to the libero, to be loose. The company service representative tightened the loose bolt. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to a loose bolt. How or when the bolt became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).